Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image failure was fluid invasion. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿when attaching the connector cap of the leakage tester to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus, however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was fluid invasion discovered during the evaluation, and that caused the image failure. In addition to the compromised image, the distal end adhesive was found worn-out, and the cover was damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii bronchovideoscope was not producing an image during preparation for a diagnostic bronchoscopy procedure. According to the initial reporter, this event did not lead to any patient complications.